Event description:
The customer reported a failure to alarm for an unspecified ¿1 star alarm¿ at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported a failure to alarm for an unspecified ¿1 star alarm¿ at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.